Manufacturer narrative:
No unexpected power lost alarm was noted. The sleep currents were within specification. The pump passed the self test and displacement test. However, the pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Event description:
It was reported that the insulin pump experienced power loss after having had the battery in the device for more than 1 hour. The customer also reported that the insulin pump alarmed multiple alarms over the last 12 hours. The customer's blood glucose was 5.3 mmol/l. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.